Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the heater cooler would not make a block of ice. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.